Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter read inaccurately low compared to another meter (doctor¿s meter). The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at 11:00 am. The patient reported obtaining a result of ¿190 mg/dl¿ with the subject meter (a result she claimed was normal for her) and ¿230 mg/dl¿ on the doctor¿s meter, performed within 30 minutes of each other. The patient informed the csa that she manages her diabetes with metformin 850 mg medication and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) 2020, after the alleged issue began, she developed symptoms of feeling ¿dizzy and sleepy and proceeded to the emergency room (ER) where she was treated with IV fluids. It was at the ER that her blood glucose was measured at ¿230 mg/dl¿ on the doctor¿s meter. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.